Event description:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single vitros performance verifier (pv) fluid using vitros na+ slide lot 4231-1040-2395 on a vitros 5,1 fs chemistry system. Vitros pv I lot u8105 result of 246.77mmol/l vs. The expected baseline mean result of 118.1 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from non-patient quality control fluid, there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) nonconformance number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected, non-reproducible vitros sodium (na+) result was obtained from a single vitros performance verifier (pv) fluid using vitros na+ slide lot 4231-1040-2395 on a vitros 5,1 fs chemistry system. The event occurred during a within-run precision test performed for an internal validation event. The assignable cause of the event is an instrument performance issue. An inspection of the electrolyte reference fluid reservoir was performed, and a few dried particles of salt buildup were observed on the erf reservoir cover. Dried salt can be a potential contributor for higher than expected, non-reproducible na+ results. The erf reservoir was cleaned and the vitros na+ within-run precision test was repeated, with acceptable performance obtained with the repeated precision test. (B)(4).